Manufacturer narrative:
(B)(4). Batch # m92v31. The device was received with the electrode and ceramic separated from lower jaw but still attached to the active rod. Upon visual inspection to the device, no damage was found on the jaws as was reported by the customer. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. There is insufficient evidence related to what caused the damage on the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent batch # unk. Additional information: did the silver part of the fixed jaw become detached (electrode ceramic separation)? The doctor reported that the lower jaw was detached, but the sales rep was not able to check the device as it was discarded. Therefore, there was a possibility that the upper jaw was detached.

Event description:
It was reported that during a lap hysterectomy, the lower jaw was dislodged and came off outside the patient while it was being cleaned toward the end of the operation. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.